Event description:
Consumer reported complaint for error message (e-0). The product is stored according to specification in the living room. During the call, a blood test was performed by the customer (using a new vial of strips opened (B)(6) 2022 non-fasting and produced test result of 139mg/dl using true metrix meter; customer was satisfied with the result obtained. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2022 he had obtained blood glucose test results in the 40s and had been feeling sleepy. Customer stated that he kept eating sugar and some candy to bring his blood glucose up. Customer stated he called the nurse who contacted the doctor. The doctor advised customer to take 25 units of insulin instead of the 31 units he was supposed to be take. The test strip lot manufacturer¿s expiration date and open vial date are undisclosed as customer was not able to provide the lot number of strips he was using at that time. Customer stated that the insulin was bringing his blood glucose down too low. Customer does not attribute low results to the use of this meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): different meter serial number, obtained (B)(6) 2022. No adverse event or symptoms were reported on additional report. Adverse event report is being submitted due to customer contacting nurse/doctor due to meter results. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated that he purchased vitamin b12 and started taking them; customer stated he started feeling better. Customer has not seen the doctor yet, he has an upcoming appointment. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated he is taking the vitamin b12 and is no longer obtaining e-0 error on the true metrix meter.